Event description:
Incident description: boston scientific watchman access catheter had a small rip on the tip of the catheter, and the st jude sl1 63 com sheath had a small tear. The devices were replaced, and the procedure was carried out successfully. Procedural note: implantation of watchman device: through the right femoral vein, the transseptal sheath, st. Jude sl1, was exchanged to a 14-french boston scientific double curve sheath over a guidewire. Through this guidewire, following that, a pigtail catheter was advanced through the left atrial appendage and left atrial appendage angiograms were obtained in multiple projections. Intracardiac echo catheter was also used to obtain left atrial appendage anatomy. The atrial ostial dimensions in 0 and 135 degrees were 60 mm and 160 mm. Left atrial appendage length in these projections were 22 mm, 18 mm. Left atrial appendage morphology appeared to be a windsock. Following that, a 24 mm watchman device was deployed. The tug test was performed, and the device was stable. There was no evidence of leak by color doppler or by left atrial appendage angiograms. There was no evidence of pericardial effusion post-deployment of the device. The ostial compression of the device was 17%-29%. There was no pericardial effusion post-deployment of the device. Conclusion: successful deployment of a 24-mm watchman device.